Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected/updated: b4, b5, d4, e1, e2, e3, g3, g6, h2, h3, h4, h6, h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Patient anatomy can change over time and its unknown if the proper bone was removed. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the surgeon attempted to implant the implant into the patient there was a gap between the patient's bone and the implant. This resulted in poor retention of the screw. The surgeon determined that there was a risk of the component becoming loose after the surgery, so a different implant was used to complete the surger. Attempt was made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). G2: foreign: japan. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was disposed of by the hospital as biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.